Manufacturer narrative:
(B)(4). Additional information: the ec45al device was received for analysis with no visual non-conformances and with an ecr45w cartridge loaded on the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the rep was not at the procedure, the tech reported to him that they handed the device to the surgeon from the back table loaded and may have hit the trigger, they forced it open at the back table after the surgeon could not fire it. Once they closed the device again it stuck and would not open again. This device was not used for the surgery.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was loaded with a white reload for the first firing; once handed to the surgeon, it was locked and would not fire. They could not get the device to open once locked. They used another device for the procedure. The first device was not used on the patient.